Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported that no damage to the battery cap. The customer was advised that the insulin pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement. Pump was successfully downloaded using thump and no unexpected power alarms were noted in the history files or traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 19:54:00 after more than 7 days at 45.99 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 20:10:00 after more than 7 days at 61.32 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No issues were noted with the internal battery. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. After cutting unit open and performing visual inspection, no moisture damage was found on electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The customer¿s alleged unexpected battery power loss was not confirmed during testing or in the history files. Pump passed the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.